Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached investigation report. This investigation report refers to the associated investigation report of the associated ventricular lead (xfine tx26d lead model). This xfine tx26d lead model is not approved for distribution in the us, so an MDR has not been provided for it. However, this lead investigation report is included for reference.

Event description:
The physician reported that during the post implant follow-up the impedance relative to the ventricular lead was measured to be > 3000ohms. A re-intervention was performed to correct the problem. Utilizing a psa, the impedance measurement of the lead was good, but the measurement with the device was still >3000ohms. Another lead was subsequently implanted with the pacemaker and the procedure was completed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during the post implant follow-up the impedance relative to the ventricular lead was measured to be > 3000ohms. A re-intervention was performed to correct the problem. Utilizing a psa, the impedance measurement of the lead was good, but the measurement with the device was still >3000ohms. Another lead was subsequently implanted with the pacemaker and the procedure was completed.